Event description:
It was reported that patient underwent left total knee arthroplasty on (B)(6) 2011. Subsequently, custom components have been requested for an upcoming scar excision procedure. There has been no revision procedure to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. The surgeon indicated that the reason for revision was to remove scar tissue buildup and that there was no device related issue noted.

Event description:
It was reported that patient underwent left orthopedic salvage total knee arthroplasty on (B)(6) 2011. Subsequently, a scar excision procedure took place on (B)(6) 2014. The bushings, bearings, yoke and axle were removed and replaced.